Manufacturer narrative:
A general logfile review, not for the specific treatment, showed that the user starts the system and is doing an energy check quickly after the start up (3-5 min.) The required waiting time for doing the first energy check for at least half an hour. However, the energy values during the treatments are very stable. On a technical point of view, no technical problem for the complains is visible. Logfile of the specific treatment shows all laser system functions were within specifications. So no abnormalities or deviations can be identified during the complete day which can contribute to the reported event. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior and after the date of treatment. The reported event could not be confirmed and the root cause could not be determined conclusively. There is no indication a device malfunction caused or contributed to the reported event. (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, dissatisfaction with patient post lasik results of the left eye. Additional information received; the patient reports "can't see clearly".